Event description:
It was reported that pump insulin gauge displayed a fill amount that was significantly lower than caller expected on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact them again for further troubleshooting if problem recurred, which caller acknowledged.